Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the lv lead had elevated thresholds at implant and progressive threshold rise occurred. It was noted that the patient had extracardiac stimulation. The lv lead output was re-programmed. There were no further patient complications reported as a result of this event.